Event description:
It was reported that the device was "under infusing". No known adverse effects to patient.

Manufacturer narrative:
Additional information was received indicating that the pump was in "pca" mode and patient was not involved in the event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched screen. During analysis, accuracy testing was performed, and the unit's accuracy was found to be "+1.57 (over not under)". No action is required at this time. Based on the evidence, the complaint was not confirmed. The problem source of the reported event is unknown.